Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. The fse identified the probable cause as multiple hardware. The fse reseated the ion-selective electrolyte (ise) tubing, cleaned the sample pot and replaced the ise mix bar and roller pump tubing which resolved the issue. Section a2, a3, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium patient results on their au480 chemistry analyzer. There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient data or demographics.